Event description:
It was reported that leakage occurred during use with a intima-ii. The following information was provided by the initial reporter. "Because of continuous infusion, intravenous indwelling needle was used, and exudation was found at the junction during use."

Manufacturer narrative:
H.6. Investigation summary: since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a intima-ii. The following information was provided by the initial reporter, "because of continuous infusion, intravenous indwelling needle was used, and exudation was found at the junction during use."